Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. E1: reporter zip code (B)(6).

Event description:
It was reported that the implant connection was damaged during implant placement at 55 n and is deformed. Implant had to be removed using forceps. Doctor did not finish the procedure.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, d4: additional device information, d9: device availability , g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h4: device manufacturer date, h6: adverse event problem, h10: additional narrative. Zimvie received one (1) xifnt485, (osseotite tapered certain implant 4 x 8.5mm) for evaluation. Visual evaluation was performed, there was signs of use with bone debris on external threads. Damage to the implant was identified. The implants drive feature was damaged. DHR review was completed for the subject lot number 2120007067. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120007067 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : damaged drive feature. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque or speed applied during placement/seating exceeded the recommended value. Therefore, based on the available information, a device malfunction did occur. There implants drive feature was damaged. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. H3 other text : investigation completed.

Event description:
No further event information is available at the time of this report.